Manufacturer narrative:
Additional MDR associated with this event: 3025141-2021-00149: targeting locking bolt.

Event description:
While implanting a polarus 3 nail, the locking bolt stripped, preventing the nail from being inserted to the desired length. The nail had to be explanted; another nail was successfully implanted. There was a 1-2 hour delay in surgery as a result.